Manufacturer narrative:
A specific root cause could not be determined for sample 1. For sample 2, the most likely cause is mis-sampling of the patient sample as all ise parameters were measured 10-15% too high. This effect is caused by poor sample quality. In this instance, the mis-sampling could be caused by a contaminated outside surface of the sample needle.

Event description:
The customer reported that they received several alarms indicating aspiration issues with the probe and they received erroneous results for two patient samples tested for ion selective electrode (ise) sodium, potassium, and chloride. The first sample initially resulted as 114.0 meq/l for sodium, 4.35 meq/l for potassium, and 134.7 meq/l for chloride. These initial values were reported outside of the laboratory where they were questioned by a physician. The sample was repeated and "normal" results were received for all 3 tests. The customer was asked to provide the repeat results, but could not provide these. The repeat results were believed to be correct. The second sample initially resulted as 160.0 meq/l for sodium, 4.54 meq/l for potassium, and 111.3 meq/l for chloride on (B)(6) 2013. These initial values were reported outside of the laboratory where they were questioned by a physician. The sample was repeated and resulted as 138 meq/l for sodium, 4.1 meq/l for potassium, and 96 meq/l for chloride. The repeat results were believed to be correct. The patients were not adversely affected. The ise sodium electrode lot number was t88 with an expiration date of 12/31/2013. The ise potassium electrode lot number was b96 with an expiration date of 12/31/2013. The ise chloride electrode lot number was g28 with an expiration date of 01/31/2014. The field service representative could not reproduce the issue. He checked all mechanical and fluidic adjustments. He checked the sample probe and ise sipper probes. He performed mechanism checks and precision studies on several tests with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.